Event description:
It was reported that bd alaris pump module infusion set separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Despite the tubing being inspected and secured by the verifying pharmacist, the same luer piece came apart while the nurse was attaching the medication to the patient. The patient was not harmed but there was chemo spillage in the infusion center and on the infusion nurse, in addition to the medication having to be re-compounded case (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the luer piece came apart while the nurse was attaching the medication to the patient. Eighty-eight samples of product number 2204-0007, lot 24026224 and 24026226 were submitted on may 28, 2024. An additional sample of product number 2204-0007, lot numbers 24026226 was submitted on may 31, 2024. Visual inspection of the infusion sets indicate that there are no damages or abnormalities in the infusion set assembly. The samples submitted were then tested by connecting the distal male luer to a corresponding female luer adapter. The sets were then primed to see if leakage was present at the distal male luer connector. There were no issues found during testing. The customer complaint of luer fittings incompatible could not be replicated. A root cause was not determined because the failure reported could not be replicated. A device history record review for model 2204-0007 lot number 24026224 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2204-0007 lot number 24026226 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.